Event description:
On (B)(6) 2012, the pt reported that she had been experiencing elevated blood glucose level and wanted to know if there could be an issue with her infusion device not delivering insulin properly. Her blood glucose levels have been 16-19 mmol/l (288-342 mg/dl) and her normal range is 5-7.5 mmol/l. The pt stated that she had bolused to lower her blood glucose level, but it kept going higher. The pt is on antibiotics for an infection. The pt has changed all the accessories on the infusion device and it has not displayed any error messages. Troubleshooting with the pt did not identify any issues with the performance of the infusion device; however, the pt continues to think there is an issue with the device not delivering insulin correctly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, adapter, infusion set, and insulin cartridge were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. Consumables: the adapter and the battery cover passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Infusion set: a visual inspection and tests for flow and leak were performed on the returned used sample. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced.